Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The underinfusion occurred after the patient line was redressed, which caused a kink in the line. The device contained piperacillin/tazobactam in citrate buffer and sodium chloride 0.9%. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 15, 2023 - november 17, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.